Event description:
The radiopaque strip does not go completely to the end of the catheter. MFR notified med ctr and requested devices with this lot number be returned to them. No recall notice received.